Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered alerts for electrical reset and electrical circuit errors. It was noted that the patient had a vt (ventricular tachycardia) storm at the time of the alerts and was successfully converted by the ICD. It was also noted that the device was at eos (end of service). The device has been explanted and replaced. No patient complications have been reported as a result of this event.